Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately four (4) years post initial procedure, an enlarged aneurysm sac (50mm to 69mm) was detected by CT. The physician elected to treat the patient by implanting a suprarenal afx device and an afx2 bifurcated on (B)(6) 2018. The patient was reported in good condition. There have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the following reported events: sac growth and the endovascular secondary repair. There was a reasonable suggestion, however, of multiple level and sac coiling that were not part of the reported event. Event-relatedness, procedure-related harms, and the final patient status could confirmed; the patient was reported to be doing well post repair. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Device code - remove 1068, conclusion code - remove 1068.